Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted at the abdomen on (B)(6) 2017. Patient reported finger stick (fs) blood glucose (bg) value was 385 mg/dl and the cgm value reading 298 mg/dl. Patient reported that they decided to go to hospital to have their "insulin level verified and replenished." At time of contact, patient is stable and normal. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.